Manufacturer narrative:
Concomitant medical products- model: 5076-52, lead; implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had triggered an alert for high pacing impedance. Oversensing noise and cross-chamber oversensing were also indicated on the rv lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.